Event description:
During esophageal dilation with a jackson flexible esophageal dilator #10, the orange tip of the instrument broke off in the pt's esophagus. Physician was unable to retrieve or directly visualize the broken-off portion. X-ray location was required to find the tip. Thoracotomy surgery was performed to extract the tip of the instrument from the esophagus. The subject dilator was returned for eval. The shaft of the dilator was found to be severely bent. The rubber tip was broken off from the shaft. The damage appears to be caused by overloaded mechanical force.